Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to a refractive surprise. The iol was exchanged for the same model, different diopter lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first intraocular lens.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: based on info in the investigation, the root cause is most likely related to non-product factors. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/05/2011 and 01/14/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).